Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was manipulating the uterus and there was too much tension, the single-site fenestrated bipolar forceps instrument snapped in half at the wrist area. It was cracked and folded in half. Fragments may or may not have fallen into the patient. If anything fell in, it was all suctioned out. No patient harm. There was no x-ray performed after the procedure. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted isi clinical sales rep (csr) to obtain additional information regarding the reported complaint. The csr indicated that the excessive force on the larger uterus caused the single-site fenestrated bipolar forceps instrument to break during procedure. A small plastic from side of the shaft near where a wrist would be found broke and was left in the patient. A thorough inspection was performed and it was believed that the piece was suctioned out of the patient's abdomen, as it was not found in the patient. No additional surgical procedure and no post-operative tests were performed to retrieve the fragment(s). There was no patient injury. On (B)(4) 2014, intuitive surgical, inc. Contacted the robotics coordinator to obtain additional information regarding the reported event and she indicated that while viewing the surgery, the surgical staff noticed a little plastic piece at the instrument's joint cracked and flew off the instrument. The surgical staff looked for the broken piece and they were not able to find it. They irrigated the patient's abdomen (suctioned out). They did not see any piece inside the patient. No other post-operative tests were performed. A cystoscopy was performed as part of the gyn procedure, not due to broken instrument. She is not aware of patient returning to the hospital due to experiencing post-surgical complications. There was no patient injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: a plastic at the joint of the single-site fenestrated bipolar forceps instrument broke during a da vinci hysterectomy procedure and supposedly fell into the patient.